Event description:
It was reported that the patient underwent a cuff replacement surgery of his artificial urinary sphincter (aus), due to the device was fitted incorrectly and was therefore too long for the patient's urethra. A new cuff was implanted. There were no patient adverse effects in relation to this event. Additional information will be provided if it becomes available.